Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(B)(6).